Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the observed pin hole and subsequent leak cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a leak. The physician suspected there a fluid loss from the device. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. During the revision procedure a pinhole was observed in the explanted cuff. There were no patient complications in relation to this event.